Event description:
During a pediatric hip pinning procedure, the surgeon inserted a 4.5mm cannulated screw and the threads peeled. Screw had good purchase so the surgeon left it in the patient. The surgeon inserted a second 4.5mm cannulated screw and felt the treads peeling. The screw was removed and a portion of the peeled threads broke off and were left in the patient. Surgeon used another screw to complete the procedure.

Manufacturer narrative:
Add'l info has been requested. Implants remain in the patient. Manufacture site and manufacture date cannot be determined without a lot number. No investigation could be performed, no conclusion could be drawn as no device was retuned and no lot number was provided.